Event description:
Pt with chronic kidney disease required routine lab draw. The lab specimen is obtained by using the vacutainer with a leur adapter attached to the pt's catheter. After the lab specimen was obtained, the vacutainer with the leur adapter was removed from pt's catheter port. During the removal process, the tip of the leur adapter broke off inside pt's catheter port. Pt was sent to the ER for a new dialysis catheter to be placed before receiving hemodialysis treatment.